Event description:
It was reported, the xenon light source's spare lamp indication was continuously blinking, and main lamp light was also working. The lamp was replaced, and they tried to reset the lamp, but they were not able reset the lamp. The issue occurred during a total laparoscopic hysterectomy (tlh). The procedure was completed on the same device with no delay. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d9 and e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Additional information: h6, h11 based on the results of the investigation, the spare lamp indicator blinking on the front panel was due to a faulty emergency lamp. Olympus will continue to monitor field performance for this device.